Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. The customer also reported that they were able to clear the alarm. The customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to confirm pump error 130 due to pump error 38 during rewind. Device also received with corroded electronic assembly during visual inspection.